Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump, catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), system risk analysis (sra), and corrective and preventative action (CAPA). The DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months ( (B)(6) 2014 to (B)(6) 2015) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from (B)(6) 2014 through (B)(6) 2015 and did not reveal a significant trend. The fmea revealed the risk priority number for this failure mode is greater than the acceptable limit and was addressed through CAPA. The sra shows the risk for exposure to toxic or corrosive material to be "low." The CAPA identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad® 200 oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 200 system. The use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 200 system. The vacuum pump was returned and inspected. The vacuum pump's bottom support was broken and therefore could not be tested. The reason for return of the vacuum pump was confirmed. The catalytic converter was not returned and tested. The oil mist filter was not returned and tested. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.

Event description:
A customer reported an event of a "bad odor" emitting from the sterrad® 200 sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.